Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: n/a, "surgeon accidentally punctured with suture" during surgery.

Event description:
Healthcare professional reported via device tracking reason for device opened & discarded/destroyed was: "surgeon accidentally punctured with suture". Device was not implanted.